Manufacturer narrative:
Patient ID: (B)(6). (B)(4). Study name: (B)(6). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was implanted during a pelvic floor repair procedure with transvaginal mesh including apical vault. Suspension and cystocele repair performed on (B)(6) 2016. According to the complainant, after the procedure, the patient voided only 50cc after voiding trial, so a foley catheter was placed. She presented for follow-up visit on (B)(6) 2016 and reported that she failed on voiding trial on first postoperative day. However, during her follow-up visit, it was reported that she was able to void 300cc and the foley catheter was then removed. The event resolved on (B)(6) 2016.